Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's device is no longer working. The caller said this happened 2 years ago and a manufacturer representative (rep) checked it in the past and confirmed it is off. Technical services asked and the caller did not have additional details regarding this but said the patient needs head scan. There were no patient complications reported as a result of this event.